Event description:
The report we received from our affiliate indicated that during a shunt pta in the radial vein, the ballon ruptured at 9atm. The target lesion was moderately calcified extremely tortuous, and 75% stenosed. The ruptured balloon was withdrawn from the pt without difficulty, and the procedure was successfully completed with another slalom thrill. There were no reported pt complications. The product was noted to appear perfect out of the package, and no difficulties were encountered during prep. The product is available for evaluation and testing: however, it has not been received to date (which is indicated as "other" under section h3 code). Additionally information will be submitted within 30 days of receipt.